Manufacturer narrative:
The reported event of failure to capture was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray inspection of the lead were normal with no anomalies found, except for procedural damage.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced with new lead. Patient condition was stable.

Event description:
New information received notes that during the attempt of repositioning the right ventricular (rv) lead in the revision procedure, the rv lead helix failed to be retracted completely. Hence, the rv lead was explanted and replaced. It was also noted that after explanting the rv lead during the procedure, the patient had experienced ventricular ectopy, which caused ventricular tachycardia (vt). Ultimately, the vt was terminated by a synchronized cardioversion.